Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable cardioverter defibrillator (ICD) "could not be read" when the patient was in the emergency room and the patient wondered if the battery was dead. The ICD remains in use. No patient complications have been reported as a result of this event.